Event description:
Information received a smiths medical intubation/portex endotracheal tube reported the small white screw on cap at the side of the et tube was not removed by a staff and the first instance involved a whole new ventilation circuit being used, staff could not identify why the circuit was not working. No patient adverse events reported.